Manufacturer narrative:
Preliminary investigation performed by r&d product manager on november 05, 2018 from visual investigation, it is not possible to determine a device related failure root cause. Hydroxyapatite (ha) layer has been absorbed almost completely during in situ time (except for few small aeas of residual ha). Clinical evaluation performed by medical affairs manager on november 09, 2018; stem and head revision surgery occurred 7 years after primary cementless total hip arthroplasty. According to the report, the patient was complaining about pain due to stem loosening. Aseptic loosening is a possible, literature described long-term adverse event after cementless hip replacement and causes are often unknown. The reason of this event cannot be determined. Batch review performed on 27 november 2018; lot 101076: (B)(4) stems produced and released on 16 june 2018. Expiration date: 2015-05-31; no anomalies found related to the problem. All stems belonging to this lot have been already sold with 1 other similar reported event.

Event description:
Revision surgery performed due to stem loosening (left side) causing proximal femoral pain after about 7 years.